Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the physician had difficulty getting the lead into the right ventricular (rv) apex. The rv lead kept going to the coronary sinus. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.